Event description:
The following has been reported: biomed reported: question 1: did the issue stop an active infusion (yes\ no\ unknown)? No. Question 2: who should our quality program contact to answer additional questions? Contact name: (B)(6), supported by phone: (B)(6), replaced rear housing, sent to test line, hardware test\ failed recharged positive, needs new pneumatics, replaced full pneumatics system, placed pump in bring up mode and sent to the test line, passed all stations of the test line front housing, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @16:03 and 11/04/25, passed heratherm pulled at 04:03 10/05/25, lvp burn-in test - pass, 24 hour dwell - complete, pump log retrieval - pass, flow accuracy test - pass, electrical safety test - pass, provisioned pump to mayo server. Work order type: corrective maintenance, order description: broken rear housing, problem cause: equipment abuse, resolution code: replaced part. Question 1: was there any injury/adverse reaction (yes\ provide details\ no\ unknown)?: no, question 2: did the issue stop an active infusion (yes, no, unknown)?: no, question 3: list name of any drug administrated if known: n/a". Per 13nov2025 triage meeting, additional complaint created to capture second issue noted: (B)(4) - mechanical hardware failure (housing), (B)(4) - unidentified pneumatic assembly component failure. A preliminary review identified the following issue: undefined pneumatic system component failure. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.